Manufacturer narrative:
Device evaluated by MFR.:a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and leak was noted. A further microscopic analysis showed pinhole in the distal balloon body. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified unspecified upper arm vessel. A 7.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion for dilation however, on the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified unspecified upper arm vessel. A 7.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to the lesion for dilation however, on the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).